Event description:
After re-inserting, it would no longer fire. The black plastic collar was found in the pt and removed during the procedure. The rest of the collar was found outside the body. Product may have been damaged after being forcefully removed through the trocar. (12mm; 11mm inside diameter). The procedure was lap hernia repair (left side, indirect). There was no consequence to the pt.

Manufacturer narrative:
Articulation sleeve and assembly were broken and articulation sleeve was not returned. Based upon the inquiry info received and the visual examination, it was concluded that the articulation sleeve and articulation assembly broke during surgery, making the instrument non functional. The articulation sleeve and assembly were broken and the articulation sleeve was not returned. The instrument was cycled and fired, while manually holding the articulation assembly together. The instrument fired the remaining 20 staples. It was concluded that the damage to the articulation joint may have occurred when the instrument was remvoed from the trocar during surgery as reported by the customer. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. The articulation sleeve and articulation assembly may become damaged or compromised, it the unit it not articulated to zero degrees when removed from the trocar. Co strives to understand each incident as it occurs in order to continuously improve co's products.